Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the stylet could not be advanced through the right ventricular (rv) lead. The physician elected to replace the rv lead during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of stylet was not going inside the lead was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found over torqued innner coil at the connector region and the stylets used during the procedure were bent at several locations consistent with procedural damage. The cause of the reported event was isolated to the bent stylet and the over torqued inner coil consistent with procedural damage. No other anomalies were noted.